Event description:
During an atrial fibrillation (afib) procedure, it was reported ECG and intra-cardiac signals were lost during ablation. Procedure was completed without any patient consequences. Additional information provided stated the signal loss occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardial) recordings. The signal loss occurred on both carto and ep recording systems at the same time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During an atrial fibrillation (afib) procedure, it was reported ECG and intra-cardiac signals were lost during ablation. Procedure was completed without any patient consequences. Additional information provided stated the signal loss occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardial) recordings. The signal loss occurred on both carto and ep recording systems at the same time. After unit evaluation it was determined the issue was not reproducible. Field service engineer decided to replace the backplane as it seems to be suspicious. The backplane was replaced, followed by full testing. All functional tests were performed and passed. System was ready for use. The suspicious backplane card was sent to carto manufacturer for further evaluation. It was reported from the carto manufacturer that the customer complaint was not confirmed. The card was tested and passed all tests. During investigation the card was tested with a few versions of ECG cards (ea-5401-16 and ea-54-01-162). The card was also tested by r&d hw department. The reported problem was not confirmed. DHR review was performed. No anomalies were noted in manufacturing or service.